Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device became black, after delivering defibrillation energy to a patient. The batteries were removed and reinserted, however the device could not be powered on again. After the reported event the users removed the batteries again and were able to power the device back on. The customer confirmed that the patient was an (B)(6) male of (B)(6). A backup device was subsequently used to provide defibrillation therapy. The resuscitation efforts were discontinued and the patient expired. It was confirmed by the emergency doctor that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control reviewed the downloaded device data and observed that the data from the reported event date was no longer available. An unexpected loss of power on (B)(6) 2018 was verified in further review of the device data. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device became black, after delivering defibrillation energy to a patient. The batteries were removed and reinserted, however the device could not be powered on again. After the reported event the users removed the batteries again and were able to power the device back on. The customer confirmed that the patient was an (B)(6)-year-old male of (B)(6) kilograms. A backup device was subsequently used to provide defibrillation therapy. The resuscitation efforts were discontinued and the patient expired. It was confirmed by the emergency doctor that the device use did not contribute to the patient outcome.